Event description:
Info rec'd indicates, the head hi/low function drifts down slowly.

Manufacturer narrative:
The technician isolated the issue to a faulty emergency trend valve. The emergency trend function still worked. He replaced the emergency trend valve to repair the bed.